Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient suddenly became delirious, lost control of his arm, and experienced difficulty breathing. When he checked his cgm, it showed a reading of 140 mg/dl. No comparison was made with a bg meter at that time. His wife gave him soda to raise his blood sugar and then called the paramedics. Upon arrival, the paramedics tested the patient¿s blood glucose, which was 42 mg/dl, while the cgm reading was 140 mg/dl. The paramedics administered glucose gel and once the patient¿s condition stabilized, they left. At the time of the report, the patient was in stable condition and doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the d zone of the parkes error grid when paramedics arrived. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e0207 delirium h6 health effect - clinical code - e0122 movement disorder